Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector. Further, the infusion set was used for 6 hours. Moreover, the blood glucose level of the patient at the time of event was 400 mg/dl. The expiration date of infusion set was (B)(6) 2024. The infusion set was replaced and insulin was resumed successfully. No further information was available.